Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 28th november 2014. Corrosion on the membrane tail due to suspected storage outside of the indicated conditions . A corrosion bridge was observed on the membrane tail between track 13 (on_button) line and track 12 (CPR_led), creating a partial short between these tracks. This would have resulted in the device switching on automatically, leading to multiple 10-minute power ons in the device memory which had led to the memory becoming full on the 7th november 2019. The fault could not be replicated after the corrosion was cleared. This confirmed a failure of the membrane due to corrosion on the membrane tail. The reported fault of ¿red led¿ could not be replicated nor verified by measurement throughout testing at heartsine. However, given the corrosion observed on the membrane tail, it is possible that this had contributed to this secondary reported failure. The corrosion on the membrane tail would suggest that the device had been stored outside of the indicated conditions i.e. Exposure to high condensing humidity, however, this could not be verified by other means, e.g. No corrosion on the screws or usb contact collars. Information from the history log showed the device had performed to specification from installation on the 9th december 2014 until the 26th may 2019, prior to recording multiple manual power ons from the 27th may 2019. This would suggest the fault had developed at this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a sam 350p.

Event description:
Device has red led on and full memory. No patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device has red led on and full memory. No patient involved.